Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, when firing the device on the 3rd or 4th firing with a white reload, closing off the jejunostomy, the outer roll of staples at the distal tip did not form. The surgeon finally over sewed the area. There was no pt impact. The device was discarded. See scanned pages.